Manufacturer narrative:
(B)(4).

Event description:
It was reported that this lead exhibited high pace impedance greater than 125 ohms. A surgical revision was performed in which the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction field b5: describe event or problem . At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range (oor) shock impedance measurements. Physician decided to explant this rv lead and replaced it. Additional information was received indicated that the cause was calcification of the lead along the shocking coil. This was determined through visual inspection. At the same surgery the device was explanted due to prematurely battery depletion. No additional adverse patient effects were reported. Lead has not been returned yet.